Event description:
It was reported the balloon detached from the catheter shaft upon removal of the balloon catheter through a metal introducer sheath following successful thrombectomy of a hemodialysis graft. The balloon was inflated without an inflation device and believed to be inflated to its maximum pressure. Resistance was encountered upon withdrawal resulting in balloon detachment. The detachment balloon material remained on the guidewire and was successfully retrieved utilizing hemostats without incident. The patient's condition is good. It could not be determined if the balloon catheter was used to dilate or as a fogarty type device, which could have contributed to this event. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the grafts may necessitate balloon manipulation through plaque or calcification. It was also indicated resistance was encountered upon withdrawal of the balloon catheter through the sheath. Co believes the above factors may have contributed to this event. However, without evaluating the device co cannot determine the exact cause for this event. Co's directions for use state: "if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."